Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced gallbladder disorder ("gallbladder issues"), ovarian cyst ("ovarian cyst") and nephrolithiasis ("kidney stone"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6)2015. At the time of the report, the medical device removal, gallbladder disorder, ovarian cyst and nephrolithiasis outcome was unknown. The reporter considered gallbladder disorder, medical device removal, nephrolithiasis and ovarian cyst to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: new events were added: gallbladder issues, ovarian cyst, kidney stone and reporter information was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a 46-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2009, the patient experienced gallbladder disorder ("gallbladder issues"), ovarian cyst ("ovarian cyst") and nephrolithiasis ("kidney stone"). On (B)(6) 2015, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have weight increased ("size 10/12 got up to 16/18"). The patient was treated with surgery (essure removal and gallbladder removed). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal, gallbladder disorder, ovarian cyst, nephrolithiasis and weight increased outcome was unknown. The reporter considered gallbladder disorder, medical device removal, nephrolithiasis, ovarian cyst and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - in 2009: also discovered ovarian cyst and kidney stone. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: fu3 and fu4 were processed together. Content from social media received: event 'weight gain' was added. Reporter was added. On 20-apr-2020: quality safety evaluation of ptc. Upon internal review, patient's age and lab data were captured, onset dates were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.